Event description:
Pt with severe congenital abnormalities who was transferred from another facility, ventilator dependent and do not resuscitate status had a gastrostomy with fundoplication performed for free gastroesophageal reflux. A 14fr gastrostomy tube was placed at that time for feedings. Feedings were gradually initiated and tolerated well until eight days later, when the pt became septic with a distended abdomen and x-rays revealed a small bowel obstruction. The pt was taken back to or and a 2mm in diameter perforation of the stomach was found and thought to be related to pressure from the tip of the gastrostomy tube. There was almost no peritonitis and it was felt the perforation occurred just hours prior to surgery. The pt expired the next day.